Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing episodes were noted due to myopotential oversensing on the device. Device reprogramming will be performed at the patients next follow-up. The patient was in stable condition.